Event description:
Cracked case iui- corrosion, bezel assy- lower hinge crack and case rear- damaged/cracked there was no patient involvement. (B)(6) 2018 11:23:16 (B)(6). Po for $230 approved by (B)(6). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. (B)(6) 2018 14:21:50 (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4)which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).